Event description:
The customer reported that he set a temporary basal on the insulin pump and wanted to know if it is running. The customer was advised that how to check if the basal was running. Customer's blood glucose was 600 mg/dl and declined to do troubleshooting due to he was going to his doctor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).